Manufacturer narrative:
The complaint of a leak is confirmed, user related. The damage found on the returned complaint sample is consistent with an inadvertent nick by a knife or scalpel. The leak in the catheter is only visible, seen during hydraulic pressurization. It appears as a small pinhole leak. The leak in the tubing was observed discharging from the venous side of the tubing. The arterial lumen exhibited no leaks. The products IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." This may be a user maintenance issue. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process.

Event description:
Catheter was placed in 2005. The catheter showed a rip and was removed 3 weeks later.